Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied. Blood glucose levels reached over 400 mg/dl.

Manufacturer narrative:
Correction to d(4): expiration date changed from unavailable to 11/19/2023. Model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 5/19/2022.